Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported unintended movement (sleeve steering issues). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported sleeve steering issues were related to procedural conditions (device was miskeyed when inserted). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr), flail posterior leaflet with long anterior and posterior leaflet 1 (a1/p1) commissure, rotated heart for a mitraclip procedure. During the procedure, first mitraclip xtw clip delivery system (cds) was prepared per the instructions for use (IFU) and was inserted. However, after inserting the cds and obtaining straddle, while applying m knob, it was observed that the device had miskeyed. Clip was removed from the patient and replaced with the new clip. Replaced second mitraclip was inserted into the patient and it was determined that anterior gripper became stuck on the leaflet and the gripper line was broken and one of the grippers unable to lower and raise. Mitraclip was removed from the patient and replaced with the new mitraclip. All steps were performed as per IFU. Imaging was difficult. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr), flail posterior leaflet with long anterior and posterior leaflet 1 (a1/p1) commissure, rotated heart for a mitraclip procedure. During the procedure, first mitraclip xtw clip delivery system (cds) was prepared per the instructions for use (IFU) and was inserted. However, after inserting the cds and obtaining straddle, while applying m knob, it was observed that the device had miskeyed. Clip was removed from the patient and replaced with the new clip. Replaced second mitraclip was inserted into the patient and it was determined that anterior gripper became stuck on the leaflet and the gripper line was broken and one of the grippers unable to lower and raise. Mitraclip was removed from the patient and replaced with the new mitraclip. All steps were performed as per IFU. Imaging was difficult. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.